Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. There was contrast and blood observed on the outside of the balloon. Microscopic inspection revealed tip damage. A balloon protector and product mandrel were in place. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon pinhole was encountered. A 2.5mm x 15mm quantum maverick balloon catheter was selected for use. However, during unpacking, a balloon pinhole was noted. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon pinhole was encountered. A 2.5mm x 15mm quantum maverick balloon catheter was selected for use. However, during unpacking, a balloon pinhole was noted. The procedure was completed with another of the same device. There were no patient complications reported.